Event description:
It was reported that the tip of the uropass access sheath was damaged when it was taken out of the box. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: d8, d9, h3, h4, h6, h11. The device was returned to olympus for inspection and it was confirmed that the tip was bent. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause was not determined. Olympus will continue to monitor field performance for this device.